Manufacturer narrative:
Zoll medical corporation evaluated the electrode pads and the reported malfunction was not replicated or confirmed. The returned electrodes and the customer?s report was not observed visually or functionally. Retain samples were evaluated and determined to be assembled properly and meet zoll specification. We tried to contact the customer to understand if the self-test connection played a role in the report, but we were unsuccessful in our attempt. Replacement electrode pads were sent to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the wires to the electrodes were not attached. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.